Event description:
The neptune specimen collection device was being used during a hysteroscopy to morcellate a uterine fibroid/polyp. The hysteroscope (off the sterile field) was not set up correctly. Because of human error in attaching the tubing, the uterine polyp being removed as a specimen was not collected in the specimen container but was instead suctioned into the neptune's permanently sealed fluid management collection chamber, resulting in the tissue specimen being irretrievably lost. During a review of the situation it was suggested that if something could be devised to make it impossible for the tubing to be attached incorrectly or if something could be done so that it's immediately noticed by anyone in the room that the tubing for specimen collection chamber was incorrectly attached to the refuse collection container (for example, a color coded tubing which must match the proper type of container) it might have prevented this error. Manufacturer response for hologic neptune fluid management system, neptune (per site reporter). One of the staff in the operating room (or) at the time spoke with the hologic representative. I do not know what was said or what came of that conversation.